Event description:
It was reported the device was used during an anterior resection procedure, a small defect in the staple line was detected. The staple line failed upon insertion of another device. Consequently, the patient received a permanent colostomy. The or time was extended by 2 hours. There were no other reported patient consequences.